Manufacturer narrative:
The investigation of vf/vt/af/at and limb ischemia has been completed. Impella cp was returned and no damages or abnormalities were found. Limb ischemia: as all the necessary information was not provided, the root cause of the limb ischemia was not determined. Vt/vf: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that a patient began to experience pain in their right leg during impella cp support. Minimal flow was shown in the leg and the patient was brought to the operating room for either an external fem-fem bypass or explant. Upon weaning the pump down, the patient went into ventricular tachycardia and a shock was required. A temporary pacer was placed and the procedure was aborted. Support continued with the current setup with both legs being monitored.